Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 19 closed samples for analysis. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 11.98 nxcm in minimum (minimum bending strength specification for this needle: 10.8 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle bending strength results during production of the needle raw material batches used in this product was 11.72 nxcm in minimum and fulfilled specifications. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle broke during surgery. Additional information received: the needle was already broken on the first injection. The broken needle could be easily removed, and a new thread was opened. The patient had not suffered any impairment and therefore he is fine today. It was in the subcutaneous tissue and the stitching technique was a single button stitching. The patient has normal weight.